Event description:
It was reported that the right ventricular (rv) lead exhibited high superior vena cava (svc) coil impedance. The svc coil and alert were programmed off and the rv lead remains in use. No patient complications have been reported as a result of this event.